Event description:
Per the audiologist, the pt's performance with the cochlear implant system did not meet expectations. Exchanging the external equipment did not permanently resolve the problem. Results of an integrity test done in 2007 showed normal receiver/stimulator function. Reprogramming the processor's sound program did not alleviate the problem. The pt's device was explanted the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.